Event description:
Procedure type: wedge resection. According to the reporter: the surgeon used tristaple medium/thick 60 mm to transect the lung tissue. The reload was loaded properly. The tissue was successfully clamped and green button also pressed. The surgeon could fire the reload properly until 60 mm and retracted the knife normally. However, when the jaw was opened after firing, the surgeon discovered that there was no staple on both side of tissue but the knife had been come out to cut through the tissue. Bleeding occurred afterward. The surgeon quickly sutured back both sides of lung tissue and this procedure extended the surgery more than 30 mins. The pt finally was fine and the problem was solved by the suture. No reinforcement was material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).